Event description:
Customer reported using heating pad on elbow and after 1 hour it caused a burn on bottom of elbow.

Manufacturer narrative:
User was contacted twice requesting additional infomation.